Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va17jc9, implanted: (B)(6) 2016, product type: lead. Patient codes pertain to the lead (va17jc9). Device codes pertain to the lead (va17jc9). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted for gastrointestinal/pelvic floor. The hcp reported normal patient management and noted that they used 7 standard programs but the patient didn¿t see benefit. The hcp stated that the sensation moved to the patient¿s butt cheek and was uncomfortable for them. The hcp suggested revising the lead after trying all programming options. It was indicated that the patient didn¿t follow restrictions after surgery, as outlined by the hcp, and the lead moved slightly after the time of their stage 2 trial. The hcp noted that reprogramming was done and that diaries were used to compare to baseline. The hcp stated that some programs were not able to be tried because of comfort. The patient was staying on a comfortable program until the hcp made a decision with the patient to revise the lead. It was indicated that they tried using the old device but there was bodily fluids/blood inside the implantable neurostimulator (ins) where the lead connected. The new lead couldn¿t get to the end completely ¿which ended up with many ¿????¿ during the intraoperative impedance check.¿ the impedances didn¿t clear and the hcp decided to place a new 3058 at that time. It was indicated that it was unknown if the issue was resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# va17jc9 serial# implanted: (B)(6)2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-06-04. The rep reported that the cause of the impedance and body fluids in the neurostimulator (ins) was unknown but with the new ins all impedances cleared.